Event description:
The following information was reported: the balloon pressure was lost during prep of the device. A second device was opened and deployed successfully. There was no patient complication associated with this event.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1429602) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).